Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was functionally tested and was found to be non-hermetic, leaking at a rate of .4l/min. The tubing/connectors of the device were visually inspected and both of the elbows were separating from the tubing. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported air was leaking where the tube inserts into the cuff during the procedure. There as no patient blood loss or surgical delay.